Event description:
It was reported that during a cryoablation procedure after the balloon catheter was introduced into the sheath a system notice was received indicating that the system detected a temperature drop during the system flush, and the system flush was stopped. Air was observed in the catheter, which was immediately removed. The physician reported that the balloon had been flushed properly and a system integrity test passed. St elevation was then observed and a fluoroscopy revealed an air embolism. The procedure was aborted and arterial access with retrograde aortic catheterization was performed to withdraw the air embolism. The patient was under general anesthesia. A coronary angiogram did not show any coronary artery abnormalities and neurological checks post anesthesia were reported as normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.